Manufacturer narrative:
The surgical technique informs the user to complete final tightening by hand to prevent potential screw cross-threading or damage to the screw or driver. If excessive tightening load is required to seat screws, surgeons are advised to use a solid (not a cannulated) 2.5 mm driver. A definitive root cause for this issue cannot be determined with the information provided. These devices are used for treatment. No devices and photos were received; therefore the condition of the components is unknown. Review of the device history records of the standard cannulated screwdrivers did not find any deviation or anomalies. Lot 62682946 was manufactured on 05/06/2014 and therefore has been in the field for more than 1 year 2 months. Lot 62967020 was manufactured on 02/12/2015 and therefore had been in the field for more than 5 months. Lot 62932624 was manufactured on 01/15/2015 and therefore had been in the field for more than 6 months. It is unknown how many times the devices had been used during their field life.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
New information was obtained in the form of the products being returned. The products returned were confirmed to have fractured tips. The hex tip on the cannulated driver was fractured off on both of the returned cannulated drivers. A technical evaluation confirmed that all measurements taken were within specification. Root cause remains undetermined with the information provided.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. (B)(4). Other devices used: catalog #00236016625, zimmer hex cannulated screwdriver, lot #62682946; catalog #00236016625, zimmer hex cannulated screwdriver, lot #62932624; catalog #00236016625, zimmer hex cannulated screwdriver, lot #62967020; this report will be amended when our investigation is complete.

Event description:
It is reported the tip of the drivers are broken.